Event description:
Cracking noise noted during ect treatment, burning smell noted by anesthesia. Electrode removed. Small dark 1/2 cm area noted on center area of electrode and small burn area noted approx 1/2 cm on right temporal area. Burn area was cleaned and treated by r.n.